Event description:
It was reported that pump with a cadd cassette, no disposable clamp cassette alarm unresolved and had to change cassettes while working. Reports this is the fifth cassette to do this since 2021. No further details provided.